Event description:
It was reported 6 bd connecta¿ stopcocks had leakage issues. The following information was provided by the initial reporter: "leakage of connecta plus white".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: our quality engineer inspected the two samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. The samples showed no damages and did not show any leakage during our internal leakage tests. No manufacturing root cause could be determined since the failure was not confirmed. A device history record review was not performed since there was no lot number provided.

Event description:
It was reported 6 bd connecta¿ stopcocks had leakage issues. The following information was provided by the initial reporter: "leakage of connecta plus white".